Event description:
Had two floseal hemostatic matrix ampules on sterile field. Unable to completely reconstitute one. Item replaced with satisfactory results. Total of three opened for procedure, two used.we have reported previous similar events. Manufacturer has previous devices, no further report from them as yet.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.